Event description:
N/a.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The extender tubing was also returned. The optical fiber was found to be broken within the membrane approximately 23.4cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period feb-2020 to jan-2022 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy in a patient with 90% lmt stenosis, the console generated a fiber optic sensor failure alarm. It was noted that it took about 20 minutes before the patient's electrocardiogram had a waveform that presented as bigeminy. The customer was able to obtain the arterial pressure by external input from the monitor. The arterial pressure disappeared due to the iab optical sensor being defective. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).